Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing episodes were noted in the clinic; it was noted that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient was asymptomatic and did not receive any therapy due to oversensing. The device was reprogrammed. The patient was in stable condition and would continue to be monitor remotely via merlin and in clinic follow up visits.